Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the right atrial (ra) lead. Provocative testing was able to reproduce noise in real time. The physician suspects lead damage, however, no intervention was performed at t his time. The patient was stable.